Event description:
Event description guidant received information from the patient that this implantable cardioverter defibrillator (ICD) was not pacing. The patient's heart rate is 71 beats per minute. The patient stated he felt the device should be pacing and was not. A guidant technical services representative referred him to his physician.